Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced an insulin flow blocked alarm and issues with the infusion set. The caller reported the customer's blood glucose rose to over 600 mg/dl. The caller also reported a bent cannula on and infusion set, which caused the customer to experience high blood glucose between 400 mg/dl and 600 mg/dl. The caller reported the alarm did not occur during fill tubing. The caller was advised of the proper insertion techniques for infusion set. The customer was advised the infusion set and reservoirs will be replaced. The insulin pump will not be returned for analysis.